Manufacturer narrative:
Device evaluated by MFR. Corrected from: returned product consisted of a zelantedvt catheter system. -to- returned product consisted of an avx catheter system. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous fistula. During the procedure when the device was inside the patient, aspiration was initiated. A leak of blood was observed below the pump assembly. Aspiration was lost. The procedure was completed with a balloon. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a zelantedvt catheter system. The bag spike for the device was broken, so a lab supplied bag spike was used for functional testing. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous fistula. During the procedure when the device was inside the patient, aspiration was initiated. A leak of blood was observed below the pump assembly. Aspiration was lost. The procedure was completed with a balloon. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the arteriovenous fistula. During the procedure when the device was inside the patient, aspiration was initiated. A leak of blood was observed below the pump assembly. Aspiration was lost. The procedure was completed with a balloon. There were no patient complications and the patient condition was noted as stable.